Event description:
The initial reporter received a questionable glucose result from one patient sample tested with the with accu-chek inform ii meter with serial number (B)(4) when compared to the laboratory using an unknown method. The reporter stated that the operator was aware that the strip port was contaminated with blood when they performed the test and received the questionable result. The reporter stated that the operator deemed the result was too high for the patient prompting a repeat test with a laboratory draw. The meter result at 11:55 am was 366 mg/dl. The laboratory result at 12:02 pm was 248 mg/dl.

Manufacturer narrative:
The customer stated that the operator was aware that the strip port was contaminated with blood when they performed the test and received the questionable result. Product labeling states "warning! Avoid getting liquid into the test strip port! Moisture in the strip port may lead to incorrect blood glucose results. Do not clean/disinfect the meter while performing a blood glucose or control test. Do not get any moisture in the test strip port. Do not spray into the test strip port. Do not immerse the meter in liquid. If you suspect that moisture may have entered the test strip port, perform a glucose control test." The customer stated that routine qc was performed within 24 hours prior to patient testing and both levels passed. The customer¿s product has been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
MDR codes eval result code and eval conclusion code were updated.

Manufacturer narrative:
The meter was received for investigation. Visual examination of the meter's display revealed evidence of contamination under the screen that could not be wiped away. Further inspection found evidence of contamination inside the opening of the strip port. The device was disassembled and its electronic compartment was visually inspected. Residues of an invading fluid were observed at the mouth of the strip port as well as inside the strip port. The investigation determined that the event was consistent with customer mishandling. The investigation did not identify a product problem.